Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during cleaning process after the surgery, it was observed that the battery reciprocator device had intermittent power delivery. During service and evaluation, it was observed that the control unit was not functioning and defective. It was also noted that the device failed pre-repair diagnostic tests for functional tests, function of the trigger and electronic control unit (ecu), oscillation frequency, mode-switch test, and performance. This event did not occur during surgery. There was no patient involvement. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.